Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: pedical screws. Concomitant medical product: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the stimulator. The patient's wife contacted the surgeon¿s office. She spoke with the nurse practitioner who stated to stop using the stimulator. The patient's wife would like to return the unit and not billed. The patient stated that the pain started almost immediately after starting the treatment. The first day the patient wore the spinal pak for 10 hours. The patient removed the unit and had gone to bed. The next day he was still experiencing pain. The patient started treatment again as the day went on the pain got worse. The pain was below the skin. The patient rated the pain as an 8 or 9 on a scale of 1 to 10, with 10 being the highest. The patient has not increased his daily activities. The patient contacted the surgeon's office on monday and was advised to discontinue with the treatment. No new product was shipped to the patient.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: impact code, device code, method, results, and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. Review of the DHR indicates that there were no non-conformances or deviations. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. The clock lifetime of the spinalpak stimulator was 1258 days. The controller automatically enters ¿end of lifetime mode¿ after 270 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The spinalpak stimulator was reset in order to perform the burn in test. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.34 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 5.67 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 23, 2025; and tf1930 s/n (B)(6) with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on june 18, 2024. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (3) total complaints from (jan 6, 2020) to (jan 6 2021) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain). Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was experiencing pain while using the stimulator. The patient's wife contacted the surgeon¿s office. She spoke with the nurse practitioner who stated to stop using the stimulator. The patient's wife would like to return the unit and not billed. The patient stated that the pain started almost immediately after starting the treatment. The first day the patient wore the spinal pak for 10 hours. The patient removed the unit and had gone to bed. The next day he was still experiencing pain. The patient started treatment again as the day went on the pain got worse. The pain was below the skin. The patient rated the pain as an 8 or 9 on a scale of 1 to 10, with 10 being the highest. The patient has not increased his daily activities. The patient contacted the surgeon's office on monday and was advised to discontinue with the treatment. No new product was shipped to the patient.